Manufacturer narrative:
Integra has completed their internal investigation on march 2, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; model s dermatome s-358 was received with the hand piece, power supply, width clip set (2¿ , 3¿ , 4¿), tool set (calibration gauge, wrench ,screwdriver), derm cord, wall cord, and a case. This unit has been in service for six months. All accessories passed inspection except the calibration gauge ¿ failed evaluation due to nicks and scratches. Hp passed function test and the head assembly was found in tolerance on all calibration points. The power supply passed function test. Internal assemblies were found in good condition with normal wear. Reason for return was confirmed, large impact damage found in the middle of the gauge bar along the leading edge. Also found what looks like impact damage on the oscillating pin. Although the calibration was found in tolerance the nick is large enough to cause a tear in the graft. Recommend pm service and replacement of damaged parts. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; no manufacturing or design related trend has been identified. Conclusion: reason for return was confirmed, the gauge bar has a large nick in the middle of the gauge bar along the cutting edge. It¿s believed the nick was caused by a hard impact to the bar. Also found nicks around the oscillating pin. Root cause: abuse / mishandling of the dermatome by the end-user

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome cutting edge is damaged and is not cutting graft properly. No patient injury reported. Additional information has been requested.